Event description:
It was reported that medical attention was sought on (B)(6) 2019 due to the end-user feeling lethargic and the inability to speak after getting a normal reading with the prodigy meter. Reporter stated that the end-user performed a bgt with her prodigy meter and received a result of 101mg/dl which is a normal result for her. About ten minutes after testing the end-user was unable to speak and became lethargic which prompted the reporter to call paramedics. End-user drank orange juice while waiting for ems who arrived within 5 minutes. When the paramedics arrived they tested the end-user with their glucometer and received a result of 38mg/dl. There was about 15 minutes between testing with the prodigy meter and the ems meter. Paramedics gave the end-user an IV glucose solution and transported the end-user to the hospital. Reporter does not recall what the end-users blood glucose was upon arriving at the hospital. End-user was still in the emergency room at the time of the complaint. End-user had a chest x-ray an EKG and the results were normal. The end-user is being treated at (B)(6) hospital.